Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a "gas loss" alarm. There was no adverse event, death or patient harm reported.

Manufacturer narrative:
A getinge field service engineer evaluated the iabp and was unable to reproduce the reported "gas loss alarm" issue. However, the fse observed the gas loss codes preceded by balloon restriction and balloon disconnect codes in the diagnostic fault logs. The fse suspect possible faulty balloon. The fse performed full functional and safety testing to factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a "gas loss" alarm. There was no adverse event, death or patient harm reported.